Event description:
During the percutaneous transluminal angioplasty procedure for a stenotic lesion located in right common iliac artery, while advancing a transit 2 (mc) microcatheter (601-210/15730816) over an unspecified guidewire (brave/japan lifeline, 0.018inch) to the desired position, the physician experienced some resistance around the proximal end of the guidewire. Although he continued to advance the transit 2, there was severe resistance around the distal end of the guidewire. Then, he decided to withdraw the transit 2 from the patient but it got stuck. As he put excessive force to pull the microcatheter back, it was damaged and separated in two pieces. Therefore, both the transit 2 and the guidewire were safely removed as a unit from the patient and were replaced for new competitor¿s products (microcatheter: brand name and type unknown). Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. It is unknown if the microcatheter was re-shaped or not. The complaint product is going to be returned for evaluation. No information regarding the patient or vessel was provided. No additional information is available.

Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the percutaneous transluminal angioplasty procedure for a stenotic lesion located in right common iliac artery, while advancing a transit 2 (mc) microcatheter (601-210/15730816) over an unspecified guidewire (brave/japan lifeline, 0.018inch) to the desired position, the physician experienced some resistance around the proximal end of the guidewire. Although he continued to advance the transit 2, there was severe resistance around the distal end of the guidewire. Then, he decided to withdraw the transit 2 from the patient but it got stuck. As he put excessive force to pull the microcatheter back, it was damaged and separated in two pieces. Therefore, both the transit 2 and the guidewire were safely removed as a unit from the patient and were replaced for new competitor¿s products (microcatheter: brand name and type unknown). Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. It is unknown if the microcatheter was re-shaped or not. The complaint product is going to be returned for evaluation. No information regarding the patient or vessel was provided. No additional information is available. A non-sterile cath rapid transit 70cm w/ext was received coiled inside of a plastic bag. It was inspected and was found broken at 62.5cm from the proximal ends of hub as well as several compressed sections were noted on it. The distal section of the device was found coordinated inserted on the received kinked ¿unspecified guidewire (brave/japan lifeline, 0.018inch).¿ no damages were noted on the hub. Residues of dry blood can be observed on the device. The device was inspected under microscope and the following was found: compressed sections were noted on the device. The broken section shows evidence that the microcatheter was elongated before it was broke as well as the distal section of the device was found with accordion shape. The ID from the microcatheter was measured and it was found within specification according to document es00575 rev 29. The functional analysis could not be performed due to the received microcatheter was found broken and compressed with accordion shape. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failures reported by the customer as resistance/friction-inner lumen could not be evaluated due to the conditions of the received unit, and shaft separated-in patient was confirmed. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. However, it was reported that procedural factors appear to have contributed to have these damages since the customer stated that ¿excessive force was used to pull the microcatheter back, and it was damaged and separated in two pieces.¿ the label for use indicates that if resistance is encountered, the cause should be investigated and if the cause cannot be determined, the devices should be removed as a unit from the patient. Additionally inspections are in place that prevents this kind of failures leaving from the facility. Therefore, no corrective action will be taken at this time.